Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot# 6131048 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for hahn tapered implant lot# 6131048 was reviewed and found to be in stock, but it is not applicable for physical evaluation since the issue is customer related. Investigation methods/results: the device was returned but not in the original package. The size of the implant could not be verified as the implant was fracture and only a portion of the implant was returned. A dental prosthetic was returned. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU-570 rev 4 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU-570 rev 4 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 4 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is excellent. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #4. The patient returned on (B)(6) 2025 due to the implant fracture at or after the delivery of the prosthesis/abutment; it fractured at the collar. The patient presents for a possible loose screw retained crown. Upon examination, the provider noted that the implant was fractured, and the implant was removed on (B)(6) 2025 and not replaced. The patient did not require any additional medical/surgical procedures, and no permanent injuries were reported. The patient does wear a night guard.

Manufacturer narrative:
Corrected data: a2, d9. The manufacturer internal reference number is: (B)(4).